Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and there was apparent explant damage. (B)(4): the full lead was returned, analyzed and the distal conductor fractured. It was noted that the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that the right ventricular lead was removed and replaced secondary to "an acute bend near the sewing sleeve under flu[o]ro." The right atrial (ra) lead had high thresholds, high impedance, and sensing difficulties. It was further reported that the ra lead was unable to capture. Therefore, the ra lead was also removed and replaced. There were no patient complications reported as a result of this event.